Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The overall baseline gender characteristics is male; the age of the patients was approximately 67 years old. Possible models could include the following: rv tripolar transvene¿ model 6936 active fixation lead, the unipolar defibrillation lead transvene¿-cs-svc model 13012, and the subcutaneous single finger array electrode transvene¿ sq model 13014. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿effect of a single element subcutaneous array electrode added to a transvenous electrode configuration on the defibrillation field and the defibrillation threshold.¿ pace. Decemher 1998. Vol. 21. Doi: 10.1111/j.1540-8159.1998.tb00036.x. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable tachycardia leads. The article discusses the addition of a subcutaneous array electrode lead to a transvenous electrode configuration. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The article indicated that increased impedances and defibrillation thresholds. There was also a report of ¿erroneous shocks.¿ there was no indication of any treatment/resolutions. However, the author indicated that there were ¿no complications requiring additional medical or surgical therapy were associated with the implantation of the transvenous or the subcutaneous leads.¿ further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.